Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 23cm glidepath d/l catheter with an unsealed package was returned for evaluation. Visual evaluation was performed on the returned device. A catheter stylet was noted to be loaded on the red luer. The red luer was inspected and it appeared to look oil-glossy throughout. The manufacturing evaluation site states, the hang tag and stylet were installed on the red lumen of the catheter. A closer view showed the red luer of the catheter, nothing remarkable was observed, no damage or deformation was observed, no silicone residue was observed through the luer, the sample appeared to be clean, the problem reported by "red luer had an oily appearance" is confirmed. Therefore, the investigation is confirmed for the reported device contaminated with chemical or other material issues. However, it is inconclusive for the device contaminated during manufacturing or shipping and unconfirmed for non-standard device as more specific device contamination issues were confirmed from return sample analysis. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepped for a dialysis catheter placement procedure using glidepath. Prior to use of the device on patient, it was noted that some lubricant type substance appeared on the red end of the device. There was no reported patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was planned for dialysis catheter placement procedure. Prior to use of the device on patient it was noted that some lubricant type substance appeared on the red end of the device. There was no reported patient contact.